Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 1 colony forming unit (cfu) of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds), microbiological test results, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: test finished date: april 23, 2024 sampling from: canal extrémité distale cfu: 1 cfu bacterial identification: bacillaceae (bacterial mass: unknown). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found a gap between the probe unit and pink rubber. The information concerning the occurrence of the problem could not be confirmed. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
Microbiological test results, including device culture tests test finished date: march 27, 2024 bacteria detection area (1): extremite distale total bacteria detected: 1 cfu microorganism name: unknown test finished date: april 2, 2024 bacteria detection area (2): canaux total bacteria detected: >100 cfu microorganism name: enterobacteries (bacterial mass: unknown).